Manufacturer narrative:
Through follow-up, the customer indicated that there was no patient involvement. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit was given error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.